Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-21579. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The right ventricular lead was also capped and replaced during the same procedure due to it exhibiting a fracture, high pacing impedance, loss of capture, and high capture thresholds. Patient had no consequences and was discharged after the procedure.